Event description:
Per the clinic, the device was explanted due to infection. The device was explanted (B)(6) 2011, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is not available for analysis. This report is filed (B)(4) 2012.